Event description:
It was reported that the pt was experiencing exaggerated rebound spasticity and muscle rigidity. A volume discrepancy was noted with the actual residual volume being greater than the expected residual volume. At the pt's last two refills they were expecting "3 point something" but withdrew "7 point something" (values not further specified). The hcp did not state the cause of the discrepancy. Per the reporter, the hcp added fentanyl at the last refill. The reporter then stated that bupivacaine was the drug that was added at the last refill and stated that bupivacaine was a form of fentanyl. The pt had not felt well since the new drug was added at the last refill. The pt was at home in fair condition at the time of the report. Final pt outcome was unk. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).